Event description:
It was reported that the patient presented in clinic for a follow up. During device interrogation revealed low pacing impedance due to insulation damage on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was in stable condition.